Event description:
Customer replied on 20-dec-2023, could you please provide a date of event? = the defective material that I sent you was one of several workplaces where distribution was carried out and was used during the months of august and september. Could you please elaborate about this incident? = after filling the material with the substance, the syringe flows around the piston in large quantities. It can harm the health of the staff and the patient. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? = neither the patient nor the staff were harmed the material was replaced.

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2303184. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) syringe sample was returned for evaluation by our quality team. Through examination of the sample, leakage was observed. It has been determined that the leakage resulted from damage to the plunger component. This type of damage can be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. The exact point of damage during manufacture could not be determined at this time. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd discardit syringe s2 20ml leaked. The following information was provided by the initial reporter: I'm sorry, but I have more material to complain about this: it has no impact on the patient, but on the healthcare professional, the inaccurate amount of contrast agent administered from related record for context only: in recent months, a defect has been recurring, when it happens that two-part syringes of 10 ml and 20 ml leak when applying the substance. During the application of contrast material at the magnetic resonance imaging methods clinic, a situation occurred when the contrast material flowed outwards through the piston. The laboratory technician was wearing gloves, but even so there is a risk of splashing the contrast agent and also of an uncontrollable amount of injected substances into the patient's vein, which is calculated based on the patient's weight. The contrast agent contains components that are very sticky in air. In this way, the quality of the material and comfort for the patient and for the medical professionals are not fully fulfilled.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.